Event description:
No implants were returned for evaluation. Based on the information received, a single definitive root cause for the reported issue cannot be conclusively determined.

Manufacturer narrative:
No implants were returned for evaluation. Based on the information received, a single definitive root cause for the reported issue cannot be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced electromagnetic interference. Surgical intervention took place wherein the system was explanted.